Event description:
The manufacturer received information that a vent display was inoperable. The device was not in use on a patient during the reported occurrence. The device was checked by a philips service engineer. During the evaluation, the blower and main board was replaced to address the issue. In addition, the blower kit and inlet foam kit were replaced.